Manufacturer narrative:
(B)(4). The incident forcefx8c unit was received and evaluated by covidien. The investigation found the function of the rem monitoring circuit to be high out-of-specification. This condition may compromise the monitoring of the pad site, possibly resulting in a pad-site burn. The investigation could not determine the root cause of the out-of-specification condition. The rem function was then calibrated and testing found the high trip point to meet specification, with rem alarms and indicator lights working correctly.

Event description:
The customer had reported that the unit broke down. Upon receipt of the unit for evaluation at covidien, a preliminary investigation found that the trip point for the rem alarm was high out-of-specification at 4-415 ohms. The normal range is 6-135 ohms. This condition presents the potential danger of a patient burn occurring at the pad site prior to the rem alarm ever sounding.